Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had an unknown mentor saline breast prosthesis implanted. Deflation of the breast prosthesis was diagnosed post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/31/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 5/29/2018, mentor received information that identified the initially reported unknown device: brand name: mentor smooth round moderate profile: catalog: 3501630, lot: 5797370. Unique identifier( UDI): (B)(4), implantation date: (B)(6) 2018, explantation date: (B)(6) 2018, PMA/ 510(k): p990075. On 5/29/2018, mentor also received additional information about the event: patient identifier: (B)(6), date of birth: (B)(6), patient age at the time of event: (B)(6), age unit: years, date of event: (B)(6) 2018, (B)(4). A (B)(6) year-old patient underwent primary breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis. Capsular contracture of unspecified baker grade on the left breast prosthesis was diagnosed in addition to the initially reported deflation. The breast prosthesis was explanted from the patient on (B)(6) 2018. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: a (B)(6) year-old patient underwent primary breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis. Capsular contracture of unspecified baker grade on the left breast prosthesis was diagnosed in addition to the initially reported deflation. The breast prosthesis was explanted from the patient on 3/7/2018. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed creases going across the anterior view and extending to the posterior. A rent measuring approximately 0.5 cm was discovered within a crease on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 5797370 was reviewed on 6/25/20018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The product evaluation team concluded the capsular contracture in the patient¿s left breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).